Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was reported that the patient was not hospitalized for the event and began treatment with gentamicin injection (20 mg, ongoing, route and frequency not reported) and vancomycin injection (2 mg, ongoing, route and frequency not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.